Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to a broken plasma kinetics radio frequency board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (error 600) was confirmed, a loom connector has become adrift resulting in error 600. During inspection and testing the following was also found: missing legs, deformed top cover, minor scratches on the housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing the device produced error 600. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: loose and broken circuit board. This report is being submitted for the malfunction found during evaluation (broken circuit board).